Event description:
It was reported that the patient presented with multiple pulmonary emboli. Pulmonary angiogram revealed that a large atrial mass was attached to the ventricular lead in the atrium. The mass was determined to be thrombotic material, neoplasm not found. Device and leads were explanted and replaced with an epicardial system at the time of surgery to remove the mass. The patient died eight days after the replacement procedure. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. It was noted that the patient was a high risk surgical candidate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.